Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was intermittently not delivering insulin during bolus delivery when the cartridge had 20 units of insulin left. Blood glucose was 200-220 mg/dl. The customer administered an injection and changed the infusion set site. As the infusion set site had been changed, tandem technical support was unable to troubleshoot to determine a potential cause of the event.